Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had check iab catheter and low vacuum alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Additional initial reporter: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields e3 occupation of initial reporter, e1 event site telephone, updated fields b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11 event summary and root cause evaluation as follows peg rn in the cicu, called to request information for a pump that had multiple alarms in since the beginning of her shift. This complaint record was created as part of a retrospective review of emergency support program esp calls, she stated the patient was going to be transported to another hospital, she wanted to see if there was anything she needed to do for the patient, while peg explained the situation to me, I received another call from a transport service out of chicago il, I asked peg to send me a screenshot of the waveforms and number and to print an alarm log, she stated she had printed an alarm log, but the patient was already on the transport monitor with the transport team in the room to go to a hospital in chicago, I asked which service was transporting the patient, she stated the name of the transport service that I had received another call from, I confirmed that the transport service in the patients room was the other call, I was placed on speaker phone and spoke with jenna, please see report for superior ambulance for more details, when asked which catheter the patient had, they stated arrow, I gave the arrow disclaimer and they elected to continue troubleshooting with me after speaking to jenna, I spoke back to peg, I reviewed the alarm log, there were multiple alarms in a short period of time, we were not able to troubleshoot any of these alarms due to the patient not being on the pump anymore, I encouraged peg to call the 1800 number when having alarms in the future so we could troubleshoot them with her, she was very appreciative of my assistance dr joe weber, a physician not at bedside, called to request assistance with a low vacuum alarm on two pumps, I confirmed this was the patient that was supposed to be transported out when I spoke to peg earlier in the night, he stated the receiving hospital wanted to ensure the patient was stable enough for transport, the patient had been placed back on the cs300 from earlier, the system generated a low vacuum alarm, the staff switched the pump to a second cs300 which generated the same alarm, I explained that the low vacuum alarm is not commonly encountered and suggested that the most likely cause was the catheter, I encouraged them to try a third cs300 to confirm the issue was not related to the first two pumps soon after, I received another call from peg, she wanted to confirm that I understood the pump had already been changed, I explained my reasoning for testing a third pump, peg later called back to explain that the third pump also alarmed low vacuum, I instructed her to place the pump into one is to two per the IFU, this adjustment appeared to decrease the alarm I had six conversations over the course of four point five hours with peg and dr weber regarding this arrow catheter issue, at two zero eight am, dr weber called again requesting assistance with a check iab catheter alarm, I explained this alarm indicated a catheter restriction or kink and occurs when there is an external, internal, or insertion site restriction or kink, I advised that if there were no kinks in the helium tubing, the restriction was likely internal or at the site, I suggested obtaining a chest x ray to evaluate placement I then spoke with peg, explained the alarm mechanism and the need for a chest x ray, I asked her to verify there was no blood or discoloration in the helium tubing, I advised placing a towel roll under the patients hip to relieve pressure at the insertion site, I explained that if the chest x ray confirmed appropriate placement, the arrow balloon insertion site was the likely source of the restriction or kink, she ended the call to obtain an order for imaging at two five four am, dr weber called again stating the x ray was unchanged from previous imaging and appeared satisfactorily positioned, he reported the alarm continued to occur for the nursing staff, I explained that if the pump was off more often than on and the patient was not receiving appropriate therapy, balloon replacement might be necessary, he had no further questions no additional calls were received from this account for the remainder of the shift, no harm was reported, the event was determined to be catheter related, involving functional restriction or impedance of the arrow iab catheter rather than a cs300 console defect, the alarm behavior, consistency across multiple pumps, response to timing adjustments, and absence of hardware abnormalities support this conclusion.